Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited noise and low impedance measurements when connected with the new device and an attempt was made to place the device into the pocket. There were no signs of any lead issues prior to this. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.